Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of three device retainers opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned sample. A visual inspection found that the sample was empty. The packaging of the returned sample, as received by medtronic, was found to meet medtronic quality release specifications after application in the clinical setting. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened. (B)(4).

Event description:
According the reporter: during a lap nissen, the needles kept falling out of the jaws of endostitch. Another device was opened and the same thing happened. No adverse events reported.